Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" was caused by provation monitor failure. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had no image. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. The customer moved both serial digital interface signals from the processor to the main monitor, and a video image was present with both signals. Should additional relevant information become available, a supplemental report will be submitted.